Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805237; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-07. Medical device lot #: 1805235; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-07. Medical device lot #: 1805212; medical device expiration date: 2023-04-30; device manufacture date: 2018-05-07. Medical device lot #: 1804163; medical device expiration date: 2023-03-31; device manufacture date: 2018-04-04. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found in the discardit¿ ii syringe w/o needle.

Event description:
It was reported that white foreign matter was found in the discardit¿ ii syringe w/o needle.

Manufacturer narrative:
Investigation summary: bd has been provided with the affected samples. Complaint trending review of these lots and defect reveals no more complaints. No trend is observed for this defect on the reported product family. 1805237 established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 18th - 19th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8134777 (may 14th ¿ 21st, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8128591, #8135533, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8128595, #8135537 and no problems, defects or qn related to the reported issue were found. DHR review for lot number 1805235 established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (may 18th - 20th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8134777 (may 14th ¿ 21st, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8128591, #8135533, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8128595, #8135537 and no problems, defects or qn related to the reported issue were found. DHR review for lot number 1805212 established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (may 13th - 15th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8134777 (may 14th ¿ 21st, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8128591, #8135533, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8128595, #8135537 and no problems, defects or qn related to the reported issue were found. DHR review for lot number 1804163 established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2022 (may 8th - 10th, 2018). Syringes were assembled in machine, nº4252, nº4251, nº4208, and nº4204, in lot #8085767 (april 2nd ¿ 9th, 2018) and in lot #8099689 (april 9th ¿ 16th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8099994, #8085749, #8075987, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8099501, #8085753, #8075991 and no problems, defects or qn related to the reported issue were found. Investigation conclusion: after the evaluation of the returned samples, bd confirms the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. This slip agent is used to facilitate the movement of the plunger along the barrel. The most restrictive food additives regulations from different countries allow a maximum level of 0.2 % of lubricant. The specification for the quantity of lubricant used in the barrel of bd two piece syringes is below this limit. We conclude that should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological is deemed as negligible since the slip agent is an inherent part of the discardit syringe. Root cause description: particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. Rationale: bd has initiated the appropriate corrective and preventive actions for this issue. CAPA #(B)(4).